Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and they had to go to emergency room services, once there they told him that couldn´t do much, and advised him to disconnect from the insulin pump and treat the high blood glucose with insulin pen, so he did not stay at the hospital and went back home, he treated himself with the insulin pen and eventually the glucose levels went down to 300 mg/dl and then to normal. The customer noticed that the cannula was bent. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.